Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys total psa immunoassay (total psa) and elecsys free psa immunoassay (free psa). The erroneous results were reported outside of the laboratory. The initial total psa result from the e601 analyzer was 0.078 ng/ml. The initial free psa result from the e601 analyzer was 0.022 ng/ml. These results were reported outside of the laboratory where they were questioned by the doctor. The repeat total psa result on a different e601 analyzer was 4.11 ng/ml. The repeat free psa result on a different e601 analyzer was 1.02 ng/ml. No adverse event occurred. The total psa reagent lot number was 13598601 with an expiration date of 05/31/2017. The free psa reagent lot number was 18843700 with an expiration date of 02/28/2017. The field service engineer (fse) visited the customer site. The fse indicated that sample quality caused an issue with liquid level detection. The system was inspected and the fse changed syringe seals, a nozzle and the measuring cell. Liquid level detection voltage was verified to be within specification. Instrument tests were performed. The customer ran calibration and quality controls. All results were acceptable. Since the fse changed the measuring cell that was 3 years old, the customer has had no further issues and declined to provide additional information.